Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the power switch damage and discolored tubing could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The power switch was cracked. In addition, the switch cover was missing, and internal components of power switch was exposed. The tubing was kinked and discolored. The chassis was rusty. The feet, cover screws and mouthpiece are worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus process engineer reported on behalf of the customer, the maintenance unit leak tester was returned with a power switch fault. The event occurred during a repair. The original procedure was completed using another device. There was no report of patient harm associated with this event.